Event description:
This rv lead was implanted on (B)(6) 1990. A call to technical services on 11/28/11 states that they were doing a routine check for pre-syncopal episodes. Thresholds are getting a bit high on these really old leads. V - 2.7@.6 (4.0 prog), 1.7@.6 (3.0 prog). No atr episodes recorded, did pocket manipulation but did not see any noise on the egms. Suspect atrial arrhythmias (but only around 150ppm) with some rapid v-response. Could adjust the atr trigger rate and/or the ventricular trigger rate in the a log book. Caller hadn't thought of that, but will consider. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).